Event description:
Bausch + lomb received a telephone communication from a consumer who underwent implantation of a crystalens intraocular lens in the right eye two years ago. Experiencing cloudy vision, the patient consulted several physicians approximately two months ago. A z-syndrome and posterior capsule opacification have been diagnosed. The patient is exploring treatment options.

Manufacturer narrative:
The intraocular lens is implanted.